Event description:
Pt hospitalized for low blood sugar. Pt awakened at night in cold sweat. Paramedics came and administered IV dextrose. Blood glucose at 48 when admitted to hosp, where another bag of dextrose was delivered. Blood glucose rose to 170. Physician suggested checking blood glucose every two hours for awhile. No pump problems but sent in for technical evaluation. Bolus history shows two boluses programmed into the pump a couple hours before the incident. Pump passed all tests and returned.